Event description:
It was reported that after the customer inadvertently dropped the pump, and the touch screen was cracked, unresponsive, and unreadable. Customer's blood glucose was 180 mg/dl. Customer reverted to an alternate pump for insulin therapy.